Event description:
It was reported that this patient presented to the clinic and this right atrial (ra) lead exhibited high pacing thresholds and intermittent capture. Further examination showed that the ra lead was dislodged. The patient was hospitalized and a revision procedure was performed, wherein the lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient presented to the clinic and this right atrial (ra) lead exhibited high pacing thresholds and intermittent capture. Further examination showed that the ra lead was dislodged. The patient was hospitalized and a revision procedure was performed, wherein the lead was removed and replaced. No additional adverse patient effects were reported.